Manufacturer narrative:
Review of the device history record has been completed. No deviations or non-conformance's noted. The events of "infection and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and seroma.

Event description:
Patient inquired if left side device was on the recall list. Additional information noted, 5 infections in the past 5 years. Physician reported, "recurrent seromas chronic inflammation." The device has been explanted.